Event description:
The field engineer reported that the system displayed communication error messages. This error message will cause the system to lock-up or prevent it from booting up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.